Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced reduced wound healing at the lead incision site. As a result, the incision site was redressed and the issue was resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.